Event description:
The first report of two from the same facility. The rod support clamp assembly and the flex arm of the budde halo broke easily and often. The patient was under the effects of anesthesia for one hour as a result of the surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.